Manufacturer narrative:
Product analysis: both output connectors were found to be broken. The hanger assembly was found to be broken. Knob and encoders were found to have external corrosion. All display frame bosses were found to be stripped, all interior screws were found to be loose, and metal filings were found in the device interior. These issues were attributed to disassembly and reassembly by a non-company person. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg was returned for service. There was no patient involvement.